Event description:
The pt had heavily calcified and very small vessels. When the physician tried to access the groin the sheath stretched out which caused trouble accessing so the physician pulled this device out and used a second device. When accessing into the groin via up and over technique with this device the sheath broke off inside the pt. The physician snared and was able to remove entire piece of sheath from the pt. Given the double groin access the physician did not want to go in a third time so the pt is to be rescheduled for the procedure but a date has not been determined. There was no harm to the pt during this occurrence and the pt is doing well.

Manufacturer narrative:
(B)(4). One used, damaged device and 18 unopened devices were returned. The damaged outer catheter was separated approximately 4 cm from the hub. The distal portion of the catheter shaft was not returned. Proximal to the separated area, the catheter shaft appeared to have met compressive forces beyond its design leading to buckling of the catheter shaft. The catheter shaft in the area of the separation was stretched and thin, again indicating that the catheter shaft had met resistance beyond its design. The returned unused product appeared to have been manufactured to specification. Quality control confirms the type and outside diameter of the tubing for the catheter and that the surface of the catheter is smooth, clean, and free of excessive dents and kinks. Based on the description of the event and condition of the returned product, it is likely that the catheter shaft met resistance beyond its design due to a scarred groin or pt anatomy. The fractured portion of the catheter shaft was removed via a snare. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment, no risk mitigating action is necessary at this time.